Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was not confirmed. The customer returned a cvc catheter, a guide wire and several other components. The guide wire had a slight bend but was not kinked or unraveled as had been reported. The guide wire was measured and did not match the dimensions of the guide wire included with the reported kit. The origin of this guide wire is unknown. No defects or anomalies were observed and a review of manufacturing records did not yield any relevant findings. A lab inventory guide wire was able to pass through the distal lumen without resistance. Since the guide wire included in the kit was not returned, the probable cause could not be determined. No further action will be taken.

Manufacturer narrative:
Qn#(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that during insertion in the cath lab, the md was unable to advance the catheter over the guide wire due to severe resistance. As a result, it was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.